Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and the instrument was found to have damage of the conductor wire insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object.

Event description:
It was reported that during central processing, the instrument was found to be damaged conductor wire. There was no report of patient involvement.